Event description:
On (b)96) 2012, the reporter contacted animas to report the pump's temporary basal setting was cancelled. The patient reported she had programmed the pump with a temp basal rate for 12:00 am to 6:00 am. The patient found that this temp basal rate was cancelled on (B)(6) 2012, at 3:00 am, the patient obtained the blood glucose reading of 175 mg/dl, and took a correcting bolus dose of insulin via a syringe injection. She did not experience any symptoms of high or low blood glucose levels. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found. Testing was unable to verify the alleged issue of the pump cancelling the temporary basal rate. The pump was exercised for 24 hours at 1 unit per hour. Total daily dose for testing period shows 24 basal units delivered. Pump did not change basal settings during testing. Pump history verifies reported basal history. Temporary basal programs were observed in pump history on (B)(4) 2012 and (B)(4) 2012. Daily insulin delivery totals correctly reflected the user's programmed basal rates.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.